Event description:
Per the audiologist, the patient presented at the clinic several times with edema and redness of the skin flap area. A steroid treatment was prescribed. When the steroids were discontinued, the condition returned. Reportedly, the surgeon suspects the patient has had an allergic reaction to silicone. No allergy test results had been reported at the time of this report, in 2008. The patient's device was explanted on the previous month. Reimplantation with a different brand of implant is planned.

Manufacturer narrative:
This is a final report. The type of event is addressed in the device labeling.